Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014, resulting in a hypoglycemic event wherein patient became unconscious. Neighbor entered patient's home and patient was discovered on the kitchen floor unconscious, neighbor called 911. Patient's bg was reported as 11 at the time of the incident. Paramedics administered patient d10 via IV and remained with patient until recovered enough to stand. No further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient's current condition was described as good.

Manufacturer narrative:
(B)(4).